Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-jun-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detached issue occurred. During transeptal, when drawing out the dilator, that the hemostatic valve broke off of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was replaced and the procedure continued without further issue. There was no patient consequence reported. Additional information was received on the event. The cap that holds the hemostatic valve, came apart and separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap become detached from the sheath. The doctor does not believe air enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was minimal. Physician placed finger over the end to stop the bleeding and then switched out the sheaths. This issue was assessed as MDR reportable for a brim cap detached issue.

Manufacturer narrative:
The device evaluation was completed on 04-jul-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detached issue occurred. During transeptal, when drawing out the dilator, that the hemostatic valve broke off of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was replaced and the procedure continued without further issue. There was no patient consequence reported. Additional information was received on the event. The cap that holds the hemostatic valve, came apart and separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap become detached from the sheath. The doctor does not believe air enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was minimal. Physician placed finger over the end to stop the bleeding and then switched out the sheaths. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the brim cap, the hemostatic valve, and the silicon ring were found detached from the hub. A microscopic examination of the brim cap surface has shown adhesive evidence that the components were properly attached. The hemostatic valve and the silicon ring look in good condition. It was determined that the issue observed could be related to the excessive force applied during the use of the device. However, this could not be conclusively determined. A device history record was performed, and no internal actions related to the reported complaint were identified. Customer complaint was confirmed due to the findings observed, it should be noted that product failure is multifactorial. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)